Event description:
The customer reported that the philips patient information center ix (pic ix) failed to alarm for ventricular tachycardia (vtach). The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional details about the event, the outcome of any device evaluations, and potential causes of the alleged alarm failure. A gfe response indicated the device is currently functioning as expected, but additional details could not be provided. It is unknown what specific alarm failed or if the device displayed irregularities at the time of the event. Device event logs or configuration were not available for review for the date of the event. Due to insufficient information, the reported problem could not be confirmed. More training with the staff and clinicians has been recommended with the product to be more diligent in the alarm issues that may occur. Reporting institution phone #: not provided. Reporter phone #: not provided h3 other text : attempts to obtain information from customer unsuccessful.